Event description:
Pt had closure of cleft mitral valve and primum atrial septal defect (asd) on 8/1/95. On regular follow-up visit, pt noted to have murmur and echo revealed atrial shunt and atrial patch curled upon itself. Pt returned to or on 9/1/95 for redo of primum asd repair.